Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient had right hip revision. Patient was dislocating and had pain. The doctor revised the stem to a srom stem and changed the constrained liner to another constrained liner.

Manufacturer narrative:
An event regarding dislocation involving an other hip liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient had right hip revision. Patient was dislocating and had pain. The doctor revised the stem to a srom stem and changed the constrained liner to another constrained liner.